Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(4) 2012, inratio: (7.5), lab: 1.5, mean: 4.5, confidence limits: (2.5 - 6.5), result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. Root cause could not be determined from info provided by the customer. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 279820. Test results as follows: donor: 1, inratio results: (2.3, 2.4, 2.2), reference: 2.09, bias threshold: (1.09 - 3.09), %cv: 4.35; 2, (2.3, 2.1, 2.3), 1.96, (1.46 - 2.46), 5.17. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(4) 2012, thirty eight discrepant result complaints were reported for lot number 279820 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code ts6p2 which brick lot number 257229 was assigned and packaged into strip lots 279820, 279821. Forty two total discrepant complaints have been reported for lots 279820, 279821 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below th action thresholds monitored by quality assurance for corrective action ((B)(4)) no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant result with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 7.5, lab: 1.5. Time between testing is two hours. Pt's medication was lowered due to inratio results. Pt's therapeutic range 2.0-3.